Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. There was no damage observed to the clevis. Failure analysis investigation also found the following additional damages to the instrument: one of the instrument's grips is bent, causing side-to-side misalignment of the grips. There was a .057 offset, indicating overloading at the tip. The instrument passed electrical continuity testing. There were indentations on the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the grips and the pulley were likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch markes exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and tube abrasions with material removed, could likely cause or contribute to an adverse event, if the malfunctions were to recur.